Event description:
It was reported that when opening the package of the truepass, it was found that the jaw spring was dislocated and could not be used. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10 h3, h6 one truepass suture passer w/self-capture feature intended for use in treatment, was returned for evaluation. This is a reusable product. Visual assessment confirmed that the torsion spring was sprung up out of its recessed groove. It is also twisted. There was no obvious damage or tip distortion that would explain the spring condition. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.